Event description:
Staff believe the peel away sheath was defective. It wrinkled and would not insert. A second catheter was used with no trouble.====================== manufacturer response for chronoflex polyurethane catheter, medcomp (per site reporter)======================return for evaluation.